Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 548 mg/dl. The customer not mention any symptoms. The customer treated with bolus her blood glucose level. Customer's blood glucose value was 548 mg/dl at the time of the incident. Customer's current blood glucose value was 548 mg/dl. Customer reported troubleshoot for high readings. Customer was neither in the emergency room, nor admitted into the hospital, nor was the emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer declined to continue pump troubleshooting. Customer states cannula was bent. Customer states that pump has alarmed insulin flow blocked, customer had changed the reservoir and infusion set and states that insulin flow blocked again. The customer was assisted with troubleshoot for insulin flow blocked alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (reservoir and infusion set). The insulin pump will not be returned for analysis.